Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / cramping pelvic pain'), endometritis ('endometritis') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), uterine infection ("uterine infection"), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), dyspareunia ("dyspareunia"), fatigue ("other (list): chronic fatigue"), headache ("chronic headaches"), migraine ("migraines"), pain ("body aches / burning pain"), back pain ("chronic low back pain"), intervertebral disc degeneration ("degenerative disc disease in neck/back"), dermatophytosis ("dermatophytosis (chronic yeast infection of perineum)"), perineal infection ("dermatophytosis (chronic yeast infection of perineum)"), vulvovaginal pain ("vulvodynia"), vulvitis ("vulvar vestibulitis"), pruritus ("itching / skin itching"), menorrhagia ("heavy menstrual bleeding & clots / prolonged bleeding 2 ¿ 3 months at a time"), constipation ("chronic constipation"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), vitamin d deficiency ("vit. D deficiency"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss") and amnesia ("short term memory loss"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy,leaving both ovary and total hysterectomy with bilateral total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometritis, genital haemorrhage, uterine infection, autoimmune disorder, infection, dyspareunia, fatigue, headache, migraine, pain, back pain, intervertebral disc degeneration, dermatophytosis, perineal infection, vulvovaginal pain, vulvitis, pruritus, menorrhagia, constipation, abdominal distension, feeling abnormal, anxiety, depression, mood swings, vitamin d deficiency, fibromyalgia, alopecia and amnesia outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, anxiety, autoimmune disorder, back pain, constipation, depression, dermatophytosis, dyspareunia, endometritis, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, infection, intervertebral disc degeneration, menorrhagia, migraine, mood swings, pain, pelvic pain, perineal infection, pruritus, uterine infection, vitamin d deficiency, vulvitis and vulvovaginal pain to be related to essure. The reporter commented: trailing coils: right: 1, left: ½ coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event short term memory loss was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / cramping pelvic pain"), endometritis ("endometritis"), genital haemorrhage ("bleeding"), uterine infection ("uterine infection") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), dyspareunia ("dyspareunia"), fatigue ("other (list): chronic fatigue"), headache ("chronic headaches"), migraine ("migraines"), pain ("body aches / burning pain"), back pain ("chronic low back pain"), intervertebral disc degeneration ("degenerative disc disease in neck/back"), dermatophytosis ("dermatophytosis (chronic yeast infection of perineum)"), perineal infection ("dermatophytosis (chronic yeast infection of perineum)"), vulvovaginal pain ("vulvodynia"), vulvitis ("vulvar vestibulitis"), pruritus ("itching / skin itching"), menorrhagia ("heavy menstrual bleeding & clots / prolonged bleeding 2 ¿ 3 months at a time"), constipation ("chronic constipation"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), vitamin d deficiency ("vit. D deficiency"), fibromyalgia ("fibromyalgia") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy and total hysterectomy with bilateral total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometritis, genital haemorrhage, uterine infection, autoimmune disorder, infection, dyspareunia, fatigue, headache, migraine, pain, back pain, intervertebral disc degeneration, dermatophytosis, perineal infection, vulvovaginal pain, vulvitis, pruritus, menorrhagia, constipation, abdominal distension, feeling abnormal, anxiety, depression, mood swings, vitamin d deficiency, fibromyalgia and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, autoimmune disorder, back pain, constipation, depression, dermatophytosis, dyspareunia, endometritis, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, infection, intervertebral disc degeneration, menorrhagia, migraine, mood swings, pain, pelvic pain, perineal infection, pruritus, uterine infection, vitamin d deficiency, vulvitis and vulvovaginal pain to be related to essure. The reporter commented: trailing coils: right: 1, left: ½ coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / cramping pelvic pain"), endometritis ("endometritis"), genital haemorrhage ("bleeding"), uterine infection ("uterine infection") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), dyspareunia ("dyspareunia"), fatigue ("other (list): chronic fatigue"), headache ("chronic headaches"), migraine ("migraines"), pain ("body aches / burning pain"), back pain ("chronic low back pain"), intervertebral disc degeneration ("degenerative disc disease in neck/back"), dermatophytosis ("dermatophytosis (chronic yeast infection of perineum)"), perineal infection ("dermatophytosis (chronic yeast infection of perineum)"), vulvovaginal pain ("vulvodynia"), vulvitis ("vulvar vestibulitis"), pruritus ("itching / skin itching"), menorrhagia ("heavy menstrual bleeding & clots / prolonged bleeding 2 ¿ 3 months at a time"), constipation ("chronic constipation"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), vitamin d deficiency ("vit. D deficiency"), fibromyalgia ("fibromyalgia") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy and total hysterectomy with bilateral total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometritis, genital haemorrhage, uterine infection, autoimmune disorder, infection, dyspareunia, fatigue, headache, migraine, pain, back pain, intervertebral disc degeneration, dermatophytosis, perineal infection, vulvovaginal pain, vulvitis, pruritus, menorrhagia, constipation, abdominal distension, feeling abnormal, anxiety, depression, mood swings, vitamin d deficiency, fibromyalgia and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, autoimmune disorder, back pain, constipation, depression, dermatophytosis, dyspareunia, endometritis, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, infection, intervertebral disc degeneration, menorrhagia, migraine, mood swings, pain, pelvic pain, perineal infection, pruritus, uterine infection, vitamin d deficiency, vulvitis and vulvovaginal pain to be related to essure. The reporter commented: trailing coils: right: 1, left: ½ coil. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.